Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprostheses ((B)(6)) to treat an abdominal aortic aneurysm. On an unknown date, a computed tomography scan reportedly revealed a proximal type I endoleak, and a possible kink in the contralateral limb on the left side. On (B)(6) 2013, a reintervention procedure was performed to treat a proximal type I endoleak and possible kink in the contralateral limb on the left side. It was reported the patient's left external and common iliac arteries were tortuous. Upon introduction of an 18 fr gore sheath ((B)(6)/lot number unk), the access vessel ruptured. Four additional excluder devices were implanted to successfully treat the rupture and the kink. The rupture was successfully resolved. The kink reportedly looked improved. No determination has been made on whether any additional measures will be taken to treat it. After the ruptured iliac artery and kinked contralateral limb were treated, the physician elected to conclude the procedure. The proximal type I endoleak was not treated during the procedure. It was noted that the device system had migrated distally by approximately 4 cm. The physician indicated that the migration was caused by aortic neck dilatation. Another re-intervention procedure will be scheduled to treat the endoleak.

Manufacturer narrative:
Additional excluder component included in this report: (B)(4). Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component occlusion, migration, and endoleak.